Event description:
Transmission data integrity. Patient has a medtronic crt-d [cardiac resynchronization therapy with defibrillator] device that is enrolled and connected to the medtronic carelink site appropriately. Alert transmission of patient's cardiac data received on [redacted]. The transmission came through the vendor and the automated associated pdf with multiple missing data fields populated with ¿???¿ only. There were other data fields that were also not working as designed. Medtronic tech services was called and [redacted] received case number [redacted] reference [redacted]. [Redacted] also received a message from medtronic engineering: "that this was due to carelink not presenting the information correctly. The long decimal point values are correct; they are just not truncated down to what they should be. And the ??? Values are somehow related to the patient being co-managed but ultimately it is carelink not populating the data. Ultimately there is no way to retrieve those values." The failure of medtronic to enter the patient's information prevents the patient's cardiac care being monitored and puts them at safety risk. Manufacturer response for remote monitoring platform, carelink (per site reporter).